Event description:
It was reported that the patient experienced syncopal episodes leading to two falls. The second fall fractured the patients skull and caused a subdural hematoma on (B)(6) 2011. The patient was hospitalized and treated. The right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(6).